Event description:
This is filed for atrial perforation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4-5. When attempting to position the first mitraclip xtw (20406r244) in the left ventricle, the clip became stuck in the lateral chordae. The clip was removed from the chordae by performing standard troubleshooting, however, a small tear was noted on the endothelium of the left atrium. No leakage or effects to the patient were observed, and no treatment was given. The xtw clip was then repositioned and implanted successfully. A second xt clip was also implanted successfully, reducing the mr to grade 2. There was no clinically significant delay and the patient is stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip became stuck in the lateral chordae). The reported perforation (small tear was noted on the endothelium) appears to be related to the troubleshooting maneuvers to free the clip from the chordae. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a